Event description:
Customer reported via phone call, the insulin pump alarmed motor error when she changed infusion set and reservoir. Customer's blood glucose was 79 mg/dl. Troubleshooting was performed and it was determined customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.